Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the h10: additional MFR narrative.

Event description:
It was reported that this pacemaker showed ten years remaining and during the recent check it showed seven and a half years battery remaining. The recent atrial fibrillation (af) with cardioversion was consuming fifty microwatts. The analysis showed that the device has periods of high rate atrial sensing and that it can cause an increase in power consumption. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) was on. The device during periods of af has been consuming about fifty five microwatts and during periods without af was consuming about forty four microwatts. At the present time the af appeared to have ended but the power consumption has not had time to return to the forty four microwatts level. At this time, the device remains in service. No adverse patient effects were reported .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed ten years remaining and during the recent check it showed seven and a half years battery remaining. The recent atrial fibrillation (af) with cardioversion was consuming fifty microwatts. The analysis showed that the device has periods of high rate atrial sensing and that it can cause an increase in power consumption. Moreover, the device has signal artifact monitoring (sam) installed and minute ventilation (mv) was on. The device during periods of af has been consuming about fifty five microwatts and during periods without af was consuming about forty four microwatts. At the present time the af appeared to have ended but the power consumption has not had time to return to the forty four microwatts level. At this time, the device remains in service. No adverse patient effects were reported .